Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on an unknown date. During the procedure, it was noted that the balloon popped at 20mm. The procedure was completed at this time. There were no patient complications reported as a result of this event.